Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed a red call doctor (rcd). Troubleshooting was performed. The rcd recorded was for high out of range pacing impedance measurements. No adverse patient effects were reported. This ICD remains in service.